Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on september 15, 2007. Based on qa assessment, the product met specifications at the time of release. The (B)(4) handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an occlusion issue and a failure to cut issue during a cataract with intraocular lens implant (iol) procedure. There was no patient harm.